Manufacturer narrative:
The miradry system labeling includes a warning to not treat the same site twice in a given session. Multiple treatments to the site may cause significant damage to subdermal structures. Treatment data reviewed corresponded with duplicate treatments. No system malfunctions were observed. Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Patient received second miradry treatment in both axilla on (B)(6) 2025, with 2 passes applied to rows 2 through 13. On (B)(6) 2025, patient presented with right axillary skin ulcer suspected to be second-degree burn. Debridement with application of prostaglandin ointment and wound dressing performed(B)(6) 2025.